Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced local edema with no signs of rejection at early 2024. In mid-2024, the patient began to experience failure in containing urine. A failure in the mechanism was identified, as the patient had urinary loss and the pads were changed, suggesting a loss of urethral pressure by the cuff. As well, the suspected cause of the malfunction is atrophy. The device is still implanted, out of service. A replacement surgery was scheduled. No further patient complications reported.

Manufacturer narrative:
Correction to field d7a: sud reprocessed and reused. Correction to field b2: outcomes attrib to adv event. D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced local edema with no signs of rejection at early 2024. In mid-2024, the patient began to experience failure in containing urine. A failure in the mechanism was identified, as the patient had urinary loss and the pads were changed, suggesting a loss of urethral pressure by the cuff. As well, the suspected cause of the malfunction is atrophy. The device is still implanted, out of service. A replacement surgery will be performed on (B)(6) 2025. No further patient complications reported.